Manufacturer narrative:
(B)(4).

Event description:
The hospital's supply chain director stated a nurse experienced an accidental stick with a safe-t-pro lancet device after using it on a patient. The lancet did not retract after sticking the patient, who has been diagnosed with (B)(6). The director did not have the lancet and believes the staff disposed of it. He was, however, able to provide a photograph of the device. The nurse who was stuck is being observed and tested but has not been treated. The director attempted to recover the box of lancets to return for investigation but was told the lancets have been dispersed across the hospital and mixed with other lot numbers.

Manufacturer narrative:
No customer material was returned for investigation. The failure to retract was confirmed based on the photographic evidence. Use error was excluded as a cause of the event. This issue has been investigated previously. The medical risk remains very or less than remote.